Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: mrt supervisor, cardiac catheterization. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient developed a hematoma at the radial arteriotomy site following a heart catheterization procedure on (B)(6) 2025, due to apparent slow, spontaneous deflation of the tr band while patient was being monitored in cardiac recovery room. The amount of air lost was reported to be approximately 2cc every 15min, like a slow leak. Another competitor band was used and there were no further concerns; the procedure was successful. The blood loss was less than 250cc. The procedure performed was heart catheterization. Additional information was received on 27jun2025: there was minimal harm. The malfunction or defect detected during or after use. The event was a performance issue, an internal balloon deflating by itself.

Manufacturer narrative:
H6: investigation findings: 3221 is based upon the evaluation of user facility information and the no sample return; 213 is based upon functional testing of the unused returned sample. H6: investigation conclusion: 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused sample. This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One sealed and unopened tr band was returned for assessment. The sealed product was not requested to be returned by terumo. The sample was subjected to visual analysis and no damage or deformities were noted on the band or balloon assembly. The sample was subjected to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the balloon assembly or inflation balloon. The sample passed leak testing. The sample was subject to additional leak testing. 15 ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 15 ml of air remained in the band. The sample passed additional leak testing. The sample was subjected to leak testing and passed all leak testing. The complaint cannot be confirmed for air leakage issues. The exact root cause cannot be determined. No failure was detected on the returned device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).